Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe, as it is not related to the device. Rupture: observed, broken on anterior side assessed, as surgical impact opening. Shell thickness within specification. As per the investigation procedure: non penetrating nicks was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient's, partner reported, right side "rupture, pain and fluid". Healthcare professional, later reported, "capsular contracture, baker grade unknown". Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade unknown.

Event description:
Patient's partner reported right side "rupture, pain, and fluid." Healthcare professional later reported "capsular contracture baker grade unknown." Device remains implanted.

Event description:
Patient's partner reported right side "rupture, pain, and fluid." Healthcare professional later reported "capsular contracture baker grade unknown." Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.